Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that after 1 year and 7 month after initial surgery a revision surgery took place. According to surgeon the rotator cuff was irreparable and therefore it was changed from an anatomic to an inverse prothesis. The eclipse had settled in well and showed no sign of loosening. The glenoid was not supplied with the eclipse when it was fitted. The supply with a univers revers went very well. Update 25-may-2020: further information provided that the revision was needed as the patient suffered pain and was not able to rise the arm anymore. No further information is available as to how the devices contributed to the reported event.